Manufacturer narrative:
(B)(6). Manufacture date: december 2, 2016 - december 3, 2016. The actual device was not returned; however, a photograph was received for evaluation. For underinfusion problem, a functional flow rate test must be performed on the physical complaint sample in order to verify the flow rate accuracy of the alleged device. Therefore, the reported underinfusion problem could not be objectively confirmed via the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused a patient. The pump only infused 10 ml of the prescribed solution. The folfusor should have flowed at 2.5 ml per hour. There was no patient injury or medical intervention associated with this event. No additional information is available.